Event description:
It was reported that during a laparoscopic donor nephrectomy, on the first firing using a white load the device was closed down on tissue and the firing trigger was accidently bumped and the device deployed staples and cut approximately two centimeters of the target tissue. Buttressing was not used and the device was not fired over an existing staple line. There were no issues with removal. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. H6 incomplete-interrupted cycle. The analysis showed that the device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.